Event description:
The end users caregiver states the unit is hard to roll. She states the wheels have a lot of resistance and this is the second lift they have had. She states the she can't turn to transport when the patient is in the lift. She states the unit is jerky and wobbly when attempting to move the patient.